Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 18 unopened pouches. Analysis and results: there are previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 16 closed samples and a tightness test was performed to the samples received and the unit is tight. When a rotation test on the closed samples received, it was noticed that thread breaks easily next to the needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread to burn and break easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of closed samples received do not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, a replacement or refund will be issued of this code/batch to the customer. Corrective/preventive actions: according to the internal procedures, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: thailand. The suture needle detached.